Event description:
The customer reported via phone call that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl at the time of the event. The current blood glucose level of the customer was unknown; the display was frozen, and the pump had a crack. Further details were unknown. Troubleshooting was partially performed, and they found the pump had a crack and a frozen display, but the high bg details were unknown. The auto mode feature was unknown at the time of the event. It was unknown whether the customer used the insulin pump system within 48 hours of the reported high or low blood glucose event. The customer will discontinue the use of the insulin pump, and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed rewind, self test, active current measurement, sleep current measurement, prime/seating, basic occlusion and force sensor test. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power alarms or alerts noted during testing or were found in the history files or traces. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, detached retainer ring, missing o-ring(reservoir tube), broken reservoir tube lip, cracked keypad overlay, cracked case(battery tube), cracked battery tube threads, and cracked case-corner of belt clip rails. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Cosmetic damage was confirmed where detached retainer ring, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.